Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the customer reported problem of "mechanism to load syringe is broken' was confirmed during device evaluation. The cause of the problem was pusher block spring damaged. No repairs have been performed as the referenced device has been removed from service. A device history record review was revealed no abnormalities were found during the manufacturing of the device.

Event description:
The facility reported an infuso.r. Pump with "mechanism to load syringe is broken". This event occurred during programming/setup in the surgery department. There was no patient involvement, patient/user injury or medical intervention. No additional information is available.